Manufacturer narrative:
Date of death: 2017 (exact date is unknown). Date of event: 2017 (exact date is unknown). Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: linear st lead, 50cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient passed away due to pneumonia. According to the physician, the patient¿s death was not device related.